Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead screw would not extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was further reported that during the procedure the physician had tried several times to place the lead but it kept falling out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.